Manufacturer narrative:
Additional information: the explanted pump was returned assembled with the driveline cut approximately less than 1 inch from the pump housing and the rest of the driveline was not returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow), approximately 1 inch of the sealed outflow graft, and the outflow elbow were returned; however, the outflow graft bend relief was not returned. The inlet elbow was returned detached from the pump¿s inlet port and the outflow elbow was returned attached to the pump¿s outlet port. The examination of the pump prior to and post disassembly revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption and pressure values recorded during the manufacturing process, and the pump operated as intended. Based on the manufacturer's evaluation of the returned device, a correlation between the explanted pump and the reported pump dysfunction, suspected thrombus, and elevated ldh could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was listed 1a on the heart transplant list for suspected "pump dysfunction." The pt had been experiencing high ldh and pump power. The pt was transplanted on (B)(6) 2014.